Manufacturer narrative:
The system logs are not available for review.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. Further details were not provided. The following information is unknown: the cause and severity of the pneumothorax, and what medical intervention (if any) was administered due to the complication. There was no allegation of device issues or malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.